Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose event shortly after a supply change while using the ilet with a freestyle libre 3 plus sensor and fiasp insulin, with cgm readings trending downward to 61 mg/dl and fingerstick values of 78 mg/dl that rose to 100 mg/dl after treatment with apple juice; alerts for urgent low soon were received. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of oral glucose. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.